Manufacturer narrative:
"According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to conversion to open repair due to deployment failure."

Event description:
On (B)(6) 2022, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® conformable aaa endoprosthesis. The physician constrained the device to move the gate. Once the contra limb was complete, the physician finished deploying the upside. At that point, the delivery catheter could not be removed as the ipsi limb was twisted on itself. Multiple bail out techniques were attempted to cross where the limb was tightly twisted, but were unsuccessful. The physician determined the next option was to do an open repair and remove the graft. The patient tolerated the procedure. The physician believes that the device was turned more than 360 degrees while moving the gate and that it had the wrung towel affect on the catheter, not allowing the nose cone to pass through to remove system.

Event description:
On (B)(6) 2022, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® conformable aaa endoprosthesis. The physician constrained the device to move the gate. Once the contra limb was complete, the physician finished deploying the upside. At that point, the delivery catheter could not be removed as the ipsi limb was twisted on itself. Multiple bail out techniques were attempted to cross where the limb was tightly twisted, but were unsuccessful. The physician determined the next option was to do an open repair and remove the graft. The patient tolerated the procedure. The physician believes that the device was turned more than 360 degrees while moving the gate and that it had the wrung towel affect on the catheter, not allowing the nose cone to pass through to remove system.

Manufacturer narrative:
Corrected product name in b5.